Manufacturer narrative:
The footswitch and cable were returned for eval. Investigation, including root cause analysis is in progress.

Event description:
The facility reported that they were unable to get the footswitch, handpiece, or touchscreen to operate. They had no backup unit; five cases were cancelled. The dr had made an incision on the first pt, and closed using the cautery. There were no pt injuries. No additional info is expected.